Event description:
It was reported that the surgeon attempted to insert a micl12.6 implantable collamer lens and noted it was turning while advancing in the injector. There was patient contact but the lens was not implanted. No patient injury.

Manufacturer narrative:
No lens in unit carton.